Event description:
This 86 year old female had a permanent pacemaker implanted about 5 years ago at another facility out of state. Details are unk, but she apparently had a dual chamber device implanted. She now presents with end-of-life characteristics. Of note is that about 2 months previously she had normal appearance with normal magnet rate, but now presents with end-of-life with revision to vvi pacing. The pulse generator is no longer at the elective replacement stage, but at the mandatory replacement stage. Upon explantation it was noted she had an atrial is-1 adapter lead in the atrium and a 5 mm standard lead in the ventricle. The pulse generator also had in is-1 adapter in the atrial header. Upon removal, it was noted that the header from the pulse generator had become dislodged from the body of the generator. The device was taken by the pt; no serial numbers were recorded.